Manufacturer narrative:
The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. A product deficiency could not be determined. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of trend / unexpected performance at the lot and product family level. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported six (6) false positive results with the binaxnow covid-19 antigen self-test beginning (B)(6) 2025 to (B)(6) 2025 with nasal samples. This MFR. Report addresses test two (2) of six (6). The consumer tested each of the six days, each generating a positive result. The consumer visited an urgent care facility on (B)(6) 2025 and tested negative for covid-19 (platform unknown). Although requested, no additional information including patient treatment and outcome was provided.

Event description:
The consumer reported six (6) false positive results with the binaxnow covid-19 antigen self-test beginning (B)(6) 2025 to (B)(6) 2025 with nasal samples. This MFR. Report addresses test two (2) of six (6). The consumer tested each of the six days, each generating a positive result. The consumer visited an urgent care facility on (B)(6) 2025 and tested negative for covid-19 (platform unknown). Although requested, no additional information including patient treatment and outcome was provided.

Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion.